Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument's black shaft and forceps' silver part were misaligned. The forceps got tangled, a release kit was used to remove the entire port. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no additional ports were made to remove the instrument and the cannula together. The instrument did not have material detached or missing from the portion that enters the patient's body. No fragments fell in the patient. The instrument is available for return.